Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: all keypad buttons are responsive as normal. Removed keypad cover to check condition of the key contacts, evidence of contamination was found under all key contacts. The audio bolus button had a torn cover but was responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the up arrow button required hard presses to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.